Event description:
Additional information was received from a company representative reporting that the issue was determined and no further information could be obtained.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8731sc serial# unknown product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. It was reported there were no pump alarms but they would check.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 8731sc (serial: unknown); product type: 0184-catheter; implant date ; explant date medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the last refill follow-up, 27 ml of the actual reservoir volume (arv) was in the pump and the expected reservoir volume (erv) are 3.3 ml. It was reported the refill on (B)(6) 2023 the arv was 24 ml and the erv was 6.1 ml. It was reported the refill on (B)(6) 2023 the arv was 17 ml and the erv was 2.3 ml and the refill volume prior to this refill was 30 ml.  It was reported the patient had only more spasticity in the night and needed some spasticity in the day to work. It was noted as not applicable regarding any environmental, external, patient factors that may have led or contributed to the issue. It was noted as not applicable regarding any diagnostics/troubleshooting performed. The actions/interventions planned was they want to do a pull back at the catheter access port (cap). The issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The patient¿s age, weight and medical history were asked but unknown.

Event description:
Additional information was received from a foreign healthcare provider via a company representative (rep). It was reported that the patient had a cap procedure on the (B)(6) of 2023 (month unknown). The hcp hadn't seen the patient since (B)(6) 2023 for pump issues. The patient was in for botox in march. The patient's next refill was planned in april. Further information was reported that the cap procedure in 2023 went well as they were able to aspirate cerebral spinal fluid (csf). Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep) on 2024-mar-26. It was clarified that "pump issues" were the current volume discrepancy issues the patient had been having. The patient was feeling fine at the moment. The catheter serial number with implant date was provided. The plan was to check for volume discrepancy at next refill in april.

Manufacturer narrative:
Concomitant medical product: product ID 8780, lot# 0209142484, implanted: (B)(6) 2015 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 2016-12-12, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.